Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during a ligation of esophageal and gastric varices procedure performed on (B)(6) 2026. It was reported that during the procedure, the band was found to be deformed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: the complainant reported that the device was used in the stomach. However, according to the instructions for use (IFU), the speedband superview super 7 band ligator is indicated for endoscopic ligation of esophageal varices and anorectal hemorrhoids. It is not intended for use in the stomach.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.